Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of balloon irregular shape. Block h11 investigation results: the device was not returned for analysis as the device was disposed; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during a dilation procedure to treat dysphagia performed on (B)(6) 2026. During the procedure, once the ballon was deflated, it could not be withdrawn from the scope. There was a small bump, ridge or raised portion at the tip of the balloon (where the tip of the catheter and the balloon meet) making it difficult to be removed from the scope. The procedure was completed successfully with the original device. There were no patient complications as a result of this event and the patient's condition was reported to be fully recovered.